Event description:
Additional information was received. The pump was successfully accessed and refilled on (B)(6) 2014 without difficulty. On (B)(6) 2015, three experts attempted to access the pump but were all unsuccessful. Two weeks later, an attempt was made under fluoroscopy, but it was also unsuccessful. However, it was identified that the pump was inverted at that time. Twenty days later, the pump was surgically flipped, repositioned, and tethered down. The surgeon refilled the pump in the operating room by the surgeon. It was indicated that the patient had recovered without permanent impairment. The cause of the pump inversion had not been determined, though a manufacturer representative stated that a factor might have been that the patient was a large, diabetic, pediatric patient with a large amount of abdominal fat.

Event description:
It was reported that the pump was loose and flipped in the pocket. The flipped pump was confirmed by x-ray. There were no patient symptoms or complications associated with the event. The patient's status at the time of the event was stated to be alive with no injury. No intervention was reported as planned or scheduled. The pump was used to deliver gablofen (baclofen). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).